Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and enlarged lymph nodes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and enlarged lymph nodes.

Event description:
Patient representative reported pain, capsular contracture, baker grade unknown, and anxiety on the left side. The device remains implanted. Patient representative later reported "gynecologist diagnosed her with enlarged lymph nodes and cysts".

Manufacturer narrative:
(B)(4).

Event description:
Patient representative reported, left side ¿pain". "Capsular contracture, baker grade unknown". "Anxiety", "enlarged lymph nodes¿, ¿depressive stress. Patient representative, additionally reported, "sleep disorder" and ¿cysts¿. Not related to the device. The device remains implanted.

Event description:
Patient representative reported, pain, capsular contracture, baker grade unknown. And anxiety on the left side. Patient representative, later reported, "gynecologist diagnosed [patient] with enlarged lymph nodes and cysts". The event of double capsule was later reported. The device has been explanted.